Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is reportedly affected. There has been a sudden change in situ measurement profile. A device assessment is scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device has been reportedly affected. A specific incident of accident or trauma is unknown, but parents reported that the child is a bit unstable and has hit her head from time to time. The recipient was re-implanted in (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause an investigation of the explanted device is necessary. No date for a possible re-implantation has been provided yet.

Event description:
Hearing performance with the device has been reportedly affected. A specific incident of accident or trauma is unknown, but parents report that the child is a bit unstable and has hit her head from time to time. Re-implantation was discussed with the family. Per last communication, the recipient was to discontinue use of the device on this side; performance was to be optimized on the contra-lateral side and performance would be monitored. No date for explantation has been communicated.